Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer stated he was working and the device was in his pocked when the device alarmed. Customer's blood glucose was 132 mg/dl. Customer stated the button error was a past event and the device might have been exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent esc button response due to flattened button dome switch. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.